Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the housing was broken. It was further noted that the casing was broken, the regulator was broken, and there was blood residues on the console. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due improper handling. This is further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the housing was broken on the console device. It was further determined that the casing and regulator were broken and there was blood residue on the device. It was noted in the service order that the device was not working after being dropped. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.